Event description:
In 2009, the patient reported that beginning yesterday, her blood glucose readings have been "out of control" and she has had elevated readings in the 200-250 mg/dl range with her target range being 80-120 mg/dl. She has no symptoms and boluses insulin via her infusion device to correct her readings. To troubleshoot, the patient was instructed to check the time, date, basal rates, and bolus history on her device and she confirmed they are accurate. She stated she usually changes her infusion set every 3-4 days and her cartridge every 7 days. She said there are air bubbles in the infusion set tubing. She stated she does not adjust the piston rod or attach the adapter and tubing before inserting the cartridge. She was educated on how to properly change the cartridge. On follow up with the patient at about 5 days later, she stated her blood glucose has returned to her normal range and she is doing fine. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.